Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (280mg/dl). The customer treated via injection per recommendation from their healthcare provider. Tandem technical support was unable to troubleshoot the pump, as the customer had removed it and was not using it at the time of the call. It was however noted that the site was bloody, red, and bubbly. Tandem technical support will have the clinical diabetes specialist meet with the customer and assist them with the infusion set.